Manufacturer narrative:
The reported complaint of a user advisory - ua45 (not at "home" position after power-on/restart) error message on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at "home" position in which was likely attributed to user error. Unrelated to the reported complaint, a broken head restraint wire, a damaged load plate cover and a cracked front enclosure were observed on the returned autopulse platform during visual inspection. These types of physical damages on the platform is likely attributed to wear and tear as a result of an aging device. The platform was manufactured in october 2007 and it is nearly 12 years old, well beyond its serviceable life of 5 years. All damaged parts were replaced. During archive data review, multiple ua45 error messages were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the platform was powered on. Thus, confirming the reported complaint. To remedy the issue, the drive shaft was rotated back to "home" position by using the administrative menu. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse with serial number (B)(4). Ccr (B)(4) was reported on (B)(6) 2015 and to remedy ua45, the driveshaft was rotated back to the "home" position. Ccr (B)(6) was reported on (B)(6) 2012 and to remedy ua45, the driveshaft was rotated back to the "home" position.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - ua45 (driveshaft not at "home" position after power-on/restart) error message upon powering on. Customer was unable to rotate the shaft back to "home" position. No patient involvement.